Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. They also reported they could not remove the battery pack from the AED. The customer did not report this occurring during patient use.

Manufacturer narrative:
This AED was not able to function and therefore analysis of the device nor a review of its electronic log files were possible and thus the root cause could not be determined. Based on the fact that this AED is beyond its 10-year design life, and the reported problem, the customer was advised to remove the AED from service.